Manufacturer narrative:
It was reported that during patient treatment, the ventilator was giving erroneous tidal and minute ventilation values. Our field service engineer verified on-site the reported alarms in the device logs , but could not reproduce the issue. The ventilator was returned to the customer and cleared for clinical use after calibration and passed functionality tests to factory specifications. No part was replaced. No further issues have been reported. The evaluation of received device logs shows several alarm for e.g. Restricted pressure delivery, high expiratory minute volume and peep low. When such alarms occur, it is important to check the patient and the patient circuit e.g. For leakage, but also to check alarm and ventilator settings. There was no technical error reported. The conclusion is that reported clinical alarms could be confirmed in the received device logs, but could not be reproduced during the investigation. There is no indication of a technical ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was giving erroneous tidal and minute ventilation values. There was no patient harm. Manufacturer's ref #: (B)(4).